Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that an orthopilot navigation system (part # fs100) was used during a procedure performed on (B)(6) 2021. According to the complainant, the measured value obtained on the screen of fs100 seemed to be totally deviated. The surgeon checked all the parameters to see what was going wrong, but there were no errors during the device setup. Due to this event, the surgeon was unable to continue the procedure under the navigation. The surgeon continued the procedure manually in the end. The complaint device was not returned to the manufacturer for evaluation. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. The case was discussed internally with product manager. A close to 90° position of the camera of the vectors being compared can cause a mismatch of ipsi and contra. Likeliness that this happens: extremely rare. Solution: update to tka version 6 where ipsi- or contra has to be selected within the application by surgeon/ nurse in the or. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 6(10) x probability of occurrence 3(10)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.